Manufacturer narrative:
Results: a review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2010, the patient underwent endovascular repair of a thoracic aortic aneurysm using two gore tag thoracic endoprostheses. It was reported that the patient also received an open surgical repair of an abdominal aortic aneurysm during the same procedure. The gore devices were accessed from the abdominal aorta through a conduit. It was reported that the patient had three separate thoracic aneurysms, and tgt3420 was implanted to treat the two of them. The most proximal aneurysm in the descending aorta was too small to treat. Computer tomography (CT) images showed that the proximal flare of tgt3420 laid in the proximal aneurysm which was not the target aneurysm. Final angiogram indicated no endoleak and the procedure concluded. On (B)(6) 2010, follow-up CT scan showed a proximal type 1 endoleak and a possible infection. The result of the cultivation survey indicated a gram-positive infection. Antibiotic was administered. On (B)(6) 2010, the heal of the infection was confirmed. On (B)(6) 2010 and additional gore tag thoracic endoprosthesis was implanted to treat the proximal type 1 endoleak. The endoleak was resolved, and the patient tolerated the procedure. On (B)(6) 2010, the patient developed hemoptysis. The test indicated a graft infection and the aneurysm rapture due to a distal type 1 endoleak. It was reported that the distal type 1 endoleak was caused by the distal neck dilation associated with the infection. On (B)(6) 2010, two gore tag thoracic endoprostheses were implanted to repair the distal type 1 endoleak and the aneurysm rupture. It was reported that the infected graft was not explanted since the patient was not in the condition to tolerate the open repair. The infection was treated with antibiotic. On unknown date, the patient developed pneumonia and was treated with antibiotic. On (B)(6) 2010, the patient expired due to sepsis developed from pneumonia.